Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter was displaying an ¿apply sample¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started on (B)(6) 2013 at 4:00 p. M. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if he patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported, 15 minutes after the alleged issue occurred, she developed symptoms of ¿sweating.¿ the patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was the first time the patient used the subject meter. The cca walked the patient through a retest. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.